Event description:
Surgery date: (B)(6) 2012. A (B)(6) male underwent a procedure via tlif to treat isthmic spondylolisthesis using a device. It was reported that cage back-out was confirmed 1 month post-operative. The backed-out cage interferes l5 root, and it causes the patient pain. No revision surgery is under consideration at this moment. The patient wears a brace now and is followed-up closely.

Manufacturer narrative:
A query of the entire complaint history of this part was conducted on (B)(6) 2012, which did not contribute any additional information to this investigation. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of radiographic images. Applicable imaging films were returned to the manufacturer for review... Ap, xray, sagittal t1 MRI lumbar spine shows tlif at l5 with cage partially exposed into spinal canal. Screws appear in good position. Cause of the event cannot be determined.